Event description:
It was reported that (1) device was about to be used during an unknown procedure, the device was opened and the staples fell out of the jaws. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.